Manufacturer narrative:
Citation: iizuka, t. Md. Et al. Cerebral infarction after transcatheter aortic valve implantation in japan: retrospective analysis at a single high-volume center. Journal of stroke and cerebrovascular diseases. 2019; 28(12):104455. Doi:10.1016/j.jstrokecerebrovasdis.2019.104455. Earliest date of publish used for event date . No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence of cerebral vascular accidents (cva) after the implant of a transcatheter aortic valve (tav). All data were collected retrospectively from a single center between october 2013 and october 2016. The study population included 308 patients (predominantly female, mean age 84 years). Patients were implant with either a non-medtronic balloon-expandable tav, a medtronic corevalve or an evolutr tav. No serial numbers provided. Among all patients, adverse events included: symptomatic cerebral vascular accident within seven days after tav implant. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.